Event description:
Complaint received via email from baxter healthcare corporation. Per the email, "it was reported that a general surgeon was performing laparoscopic abdominal mass dissection. It was noted that after hours, the crew gave the surgeon an easyspray set and they forced and evicel spray tip. They did not check the wall pressure of the nitrogen, and it was in the red on the easyspray. The reporter stated it ended up blowing a hold in the patient's diaphragm. The patient went into asystole (heart stopped) due to the high pressure". The subject's height, weight and medical history were unspecified.

Manufacturer narrative:
The patient was an (B)(6) years old female who underwent a resection of abdominal mass laparoscopically. The gas flow into the abdomen was stopped and the patient came back right away. Patient received a chest tube. The fibrin sealant used was tisseal, for an unknown indication. The tisseal was used with omrix's 35cm rigid tip (black) attached to the easyspray (baxter). The 35cm rigid tip is designed for use only with evicel fibrin sealant together with evicel pressure regulator for application by spraying. The distance from the application site is unknown. The investigation considered the causality between the use of the easyspray and systole as possible. This report is serious (medically significant). (B)(4).